Manufacturer narrative:
(B)(4). (B)(6).

Event description:
A patient (pt) reported a diagnosis of corneal ulcer in the right eye (od) in 2014 while wearing acuvue® oasys® contact lenses, which was reported in MDR 1057985-2019-00037 on (B)(6) 2019.  Additional information was requested regarding this event. On (B)(6) 2019, the pt provided a medical note from the eye care provider (ecp) which indicates ¿the issues occurred in several occasions per observations, presenting immunoallergic abscesses that became better with the strict suspension of contact lenses use and medical treatment.¿ on (B)(6) 2019, the pt reported wearing acuvue® oasys® lenses for 14 years. Pt reported the lot number and suspect product were discarded. On (B)(6) 2019, the ecp reported the pt was treated with vigadexa gtts q6hrs x 1 week for the immuno-allergic abscesses on several occasions since 2016. Ecp reported no additional information was available. This is being reported as a worst case as the ecp was unable to provide the location of the abscesses, the eye affected or the event dates. The lot number and suspect lenses were discarded. If any further relevant information is received, a supplemental report will be filed.